Event description:
During service by baxter, failure code 703:00 was found in the event history of the device. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additonal information or contact was available.